Event description:
A customer reported not receiving their ordered adc meter and test strips and as a result of being unable to test, "she became ill" -- felt irrational, violent, crying one moment and then laughing the next and was taken to the hospital. The customer was reportedly diagnosed with hypoglycemia and treated with intravenous glucose infusion and given juice to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This case did not involve a product malfunction. Since the medical event was related to a delivery delay, no investigation of the product is required. This is a final report.